Event description:
Additional information was received from the patient's physician. There is reportedly no relationship between the patient's sleep apnea and vns. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of apnea. The apnea is not associated with vns stimulation. The patient has a medical history of sleep apnea pre-vns, and therefore, it was first observed prior to vns. The sleep apnea is unconfirmed because test cannot be done. No additional information was provided.

Event description:
Clinic notes dated (B)(6) 2012 were received for a vns pt, which revealed that the pt snores loudly and has "apnea episodes." However, attempts for add'l info regarding the relationship of the apnea to vns have been unsuccessful to date.